Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not reproduce the customer reported event "switch operates automatically." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to return to olympus for evaluation. The investigation is ongoing and follow up and follow-up with use facility is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the deflectable videoscope's switch operates automatically. The issue was found during preparation of use. The diagnostic procedure was completed using similar device. There were no reports of patient harm.